Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient was reported to be waiting for a heart transplant. The patient was on impella 5.5 support for around three months when impella stopped. The impella was restarted multiple times but each time the pump would stop again. The impella was exchanged. No patient harm was reported.

Manufacturer narrative:
A.4. Added weight of the patient as it was inadvertently omitted from the initial report that was submitted. D.9. The device was returned and the date was added. E.1. Added zip code extension as it was inadvertently omitted from the initial report that was submitted. The pump was returned for investigation. Pump stop: clinical details report that the pump stopped and it was unable to be restarted. Data logs were reviewed and the pump stop alarms were confirmed. On (B)(6) 2025, data logs showed a sudden trigger of pump stop with a motor current spike to 1200 ma and speed deviation. The pump was able to be restarted briefly, but there were many more pump stop alarms triggered. Returned product was investigated and the pump failed electrical testing, with an open line in motor phase 1. There was also a kink in the catheter just distal to the red pump plug/kink protector. Finally, it was noted that there was biomaterial in the outflow cage and cannula. The pump was attempted to be restarted in a bucket of water, but alarm for pump stops reproduced. The red handle was then opened and there was no necking of the motor cables inside. A cut was made in the catheter at the location of the kink, and continuity was checked to either side in all three motor cable phases. To both sides, all lines were continuous, indicating that the source of the open line noted in initial electrical testing was isolated to the location of the kink. Based on the fact that the first alarm triggered in the field and returned product had a kink in the catheter with an open motor cable line, it was determined that the biomaterial was unrelated to the reported pump stop. The cause of the pump stop was determined to be an open electrical line. Device history review: the pump passed all post-sterile inspection checks.